Event description:
It was reported that the screen turns white and pump gives an alarm, when batteries are in and it was found out during testing. There were no patient involvement and no patient harm.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed during testing. It was found that there was fluid contact and physical damage to the air detector. Additionally, the upstream occlusion(uso) seal was buckling.